Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02474. It was reported that the patient was experiencing ineffective stimulation, it was discovered the patient's leads had migrated. Surgical intervention took place on (B)(6)2023 where the leads were repositioned to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.